Event description:
It was reported that the patient had small amounts of cerebral spinal fluid (csf) leaking from the spinal incision of a stimulator implant. The patient thought there was a possible csf leak per the health care provider (hcp). The patient was at the hcp¿s office to be assessed and monitored. The patient was alive with no injury. At that time, no further intervention was needed. No diagnostic or troubleshooting was required. Additional information received reported that the patient appeared to have an infection along the catheter track. The patient was to be scheduled for a pump replacement.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).